Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. On the first postoperative day, the inflammation was slightly stronger than usual postoperative symptoms and fibrin was confirmed. The visual acuity was fine. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(4). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. Based on continued trending of all acrysof® models the acrysof® iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the (B)(4) market were added to the voluntary recall (29-sep-2015). The manufacturer internal reference number is: (B)(4).